Event description:
On (B)(6) 2010 pt reported the up and down buttons on her infusion device are not always working. Pt stated they work intermittently. Pt reported she noticed the issue last week and it occurs while she is attempting to bolus. Pt stated the buttons still push in and pop out when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.